Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll sp125 barrel cracked. Verbatim: complaint via email. Ncident or problem information: alberta mdip reference number (ID): (B)(6). Date of incident (yyyy-mm-dd): (B)(6) 2026. Type of incident/problem: a2. Failure (i.e. While preparing for, in use, after use). Level of harm: no apparent harm - reached the patient/person -- inconvenient. Alberta optional report to cmdsnet (health canada): incident details: syringe cracked, noticed while infusing. Impact of incident: ["delay to treatment/therapy","staff would have replaced the infusion set and syringe"]. Who was affected? Patient. Unexpected or prolonged care? Yes.